Event description:
The facility reported an infusion pump with a failure code 810:11. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and not injury had been reported. No additional info or contact was available.

Manufacturer narrative:
The pump is not available for eval. The device has been requested but has not been rec'd. Should the pump be rec'd for eval or if additional info becomes available, a follow up report will be filed.